Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 12-sep-2018. Expiration date: 01-aug-2028. Part number: 04.037.042s, 10mm/130 deg ti cann tfna 170mm ¿ sterile. Lot number: h706484 (sterile). Lot quantity: 6. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55; lot number: l894327; lot quantity: 94:purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55; lot number: h571490; lot quantity: 1,000: work order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive bp58; lot number: h689691; lot quantity: 80: work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80; lot number: h676159; lot quantity: 1,085 lbs: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, trochanteric fixation nail-advanced (tfna) system was applied to an unknown surgery. During the surgery, after insertion of the tfna screw, the surgeon tried to advance the locking mechanism of the tfna nail using a hexagonal screwdriver. After the screwdriver was rotated about four (4) times, it could not to be rotated further and the locking mechanism could not be advanced further. So, the surgeon and sales consultant checked and confirmed that the end of the tfna screw inserter was at the correct position. The surgeon tried to advance the locking mechanism with a set screwdriver with torque limiter. Though, the surgeon felt a strong resistance at first, the locking mechanism started to rotate, and succeeded in advancing the locking mechanism completely. The surgery was completed with a 30-minute delay. There was no adverse consequence to the patient. Concomitant device reported: tfna screw l105mm (part #: 04.038.105s, lot #: 9862383, quantity: 1), hexagonal screwdriver (part #: 03.037.028, lot #: unknown, quantity: 1) and tfna screw inserter (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 10mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 1 for (B)(4).